Event description:
(B)(4). Same case as 2134265-2009-04940 and 2134265-2009-04502. The patient was enrolled in (B)(6) 2008. Type iii lesion identified in the left carotid artery. The reference vessel diameter was 5 mm and the target length was 11mm with 70% stenosis measured by nascet. The target vessel was moderately tortuosity with 1+ calcium and ulceration present. Thrombus, dissection or pseudo aneurysm was not present. A carotid wallstent monorail stent with a 7mm diameter and 30 mm length was implanted. Filterwire ex was used for cerebral protection. Pta was performed using maverick 2 balloon dilatation catheter. Heart rhythm stimulant and atropine 0.5 ui was administered during the procedure. Pre-operative the patient experienced a minor stroke during procedure; the event was resolved with no residual effects. There was successful placement of the stent at the intended site. The procedure was technically successful. Residual stenosis was 0-29%. Stent was patent with 0% residual stenosis. The patient was asymptomatic with no complication < 24hr after the procedure. One month follow up visit in (B)(6) 2008 documented carotid stent was patent with 0% residual stenosis; the patient was asymptomatic with no complaints since last visit. Six month and twelve month follow up assessments was not documented.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could net be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product not returned for analysis.